Event description:
It was reported that the customer received calibration errors from his sensor. The customer's blood glucose level was 56 mg/dl. Standard troubleshooting was performed. The customer stated the sensor's cannula was bent. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor failed per specification due to high readings. The sensor's cannula was also found to be bent. It cannot be confirmed if the customer received the sensor in said condition due to customer returning opened/used.